Manufacturer narrative:
A ge service representative performed an onsite investigation. The sram was formatted and the appropriate software files were re-loaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a checksum error and that the system failed to boot to a usable state. No pt or user injury was reported.